Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump, but the caller was unable to do so at the time of the event. Ultimately, the customer reverted to an alternate method of insulin therapy.